Event description:
Additional information was received. It was reported the patient could not get a good or excellent reading for longer than 2 seconds. The replacement resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that for the last 2-3 weeks they have had issues with charging their implant. Pt said that they used to be able to charge the implant with "excellent" charge quality and now they can only briefly get "excellent" charge quality while charging their implant; pt said they get "good" charge quality. Patient (pt) mentioned going to bed one time and they were charging their implant and their implant was at 40%. Pt said they stopped charging their implant and then plugged the controller in to charge from the wall and when they woke up the controller said their implant was charged to 50%. Pt said that the controller always tell them they "need attention" while charging their implant. Pt also mentioned their stimulation being off when they had not turned their stimulation off; pss reviewed implant battery life and stimulation turning on/off with the pt. Pt said this morning while charging their implant, their controller was at 80% and their implant was at 70% and they sat charging for 45 mins and the implant only charged up to 80% and their controller went down to 50%. Pt also mentioned another time charging their implant that they were charging for 40 mins and only went from 80-90% battery life on their implant and the controller went to 30%. Pt said that some charging sessions with their implant have taken 3 hours. Pss had pt reset their controller. Pt saw no visible damage to the controller or controller port. Pt saw no visible damage to rtm. After reset pt said their controller battery was at 100% and their implant battery was at 70%. Pt started charging session with their implant and were able to get "excellent" charge quality. The issue was not resolved. An email was sent to the repair department to replace the device rtm.